Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that user misplaced head holder attachment lever and damaged it. The defective parts were replaced prior to surgery for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the head holder adaptor was non-functional. There was no patient involvement reported.